Event description:
Physician reported left side implantation of seri on (B)(6) 2012 to support primary breast reconstruction. The physician reported "swelling, redness of the left breast and seroma" beginning (B)(6) 2015. The device was explanted on (B)(6) 2015. It is unknown if any portion of the device remains implanted. The device is not available for return.

Manufacturer narrative:
The event of seroma is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted, and it is no longer available for return, therefore, allergan will not receive the device and no analysis or testing will be done. This event is being reported because medical intervention was required, although device-relatedness has not been established.